Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no.: k130520. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The manufacturing record and shipping inspection record of the actual device no anomaly was found. Past complaint file of the involved product code and lot number no similar event was found. Cause of occurrence/ conclusion the following possibility was considered to be the cause of this case based on our past knowledge. However, since the actual device could not be confirmed, it was not possible to clarify the cause of the plasma leak. The blood properties changed due to some factor, leading to the production of a substance with surface-active properties. This could have disrupted the relationship between the surface tension of the blood and the gas maintained in the micropores of the fiber. As a result, the fiber became hydrophilic, leading to plasma leakage. Relevant IFU reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx15 oxygenator and reservoir" terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: over 270 minutes after the pump started, plasma leak was observed. Considering the condition of the product and the time of procedure, the product was continued to use and weaned off successfully. There was no harm to the patient reported.